Event description:
It was reported that the patient had an inappropriate shock due to oversensing. The system had been implanted a little over one month. The clinic tried reprogramming the device but were unable to improve the sensing. The doctor elected to explant and replace the system with another. This was done successfully. There were no additional adverse patient effects.